Event description:
Event description guidant received information that this chronic transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) delivered therapy to the patient. A subsequent ICD interrogation revealed a fault message, stating that a shorted condition had been detected. Noise on the ventricular rate/sense channel and a low, out-of-range shock impedance were also noted. A guidant technical services consultant suspects that an insulation breach on the chronic lead may have allowed the short.